Event description:
It was reported that the ilet device was dropped, after which a line appeared across the display and the touchscreen became unresponsive, preventing use. Symptoms included no reported clinical effects. Outcomes included replacement of the device and arrangement for return of the original unit. Investigation included review of the event description and logistics for device return. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen, resulting in loss of screen function. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage due to device drop.